Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient notifier and came into the clinic. Upon review, their implantable cardioverter defibrillator exhibited episodes of t-wave over-sensing. The patient's device was reprogrammed. The patient was stable.